Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported they have doubts about masimo's sphb technology using pronto with mini-dci vs hemocue and sysmex. They believe they had better results with pronto-7 and it's sensor compared to pronto with mini-dci. No patient impact or consequences were reported.